Event description:
It was reported that "pump had alarmed for the system error 3, stopped pumping, and the screen whited out. There were no waveforms visible on the screen. This is when they exchanged the pump. The patient is very stable at this time on the second pump". No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "system error 3" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "pump had alarmed for the system error 3, stopped pumping, and the screen whited out. There were no waveforms visible on the screen. This is when they exchanged the pump. The patient is very stable at this time on the second pump". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "pump had alarmed for the system error 3, stopped pumping, and the screen whited out. There were no waveforms visible on the screen. This is when they exchanged the pump. The patient is very stable at this time on the second pump". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.